Manufacturer narrative:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flowed back into the side port issue occurred. The device evaluation was completed on 29-mar-2023. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and an irrigation test of the side port. Visual analysis of the returned sample revealed reddish material in the hub area. No damage was observed on the device. The returned sample was connected to a syringe with water and no leakage was observed. Then, the irrigation test of the side port was performed and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the event date was not provided, the 1st day of the year has been entered as the event date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flowed back into the side port issue occurred. The hemostasis valve draws in air when the sheath is vented. Surgery was not delayed due to the reported event. Procedure was successfully completed. No patient consequences reported. Additional information was received. There was no physical damage on the valve. Air was not introduced into the patient. The physician tried to aspirate blood - without success. New vizigo. No medical intervention required. Patient did not exhibit any neurological symptoms since the procedure was completed. The event was assessed as MDR reportable for air flowed back into the side port issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-mar-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).